Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm and it may have occurred during an extended bolus delivery. The customer's blood glucose level was in the low to mid 200 mg/dl range. As the occlusion had occurred in the past, the contact could not recall details of the event and tandem technical support was unable to perform troubleshooting to determine a possible cause of the occlusion.